Manufacturer narrative:
Additional information received on 22 february 2016 and includes: when the surgeon took a x-ray about 2 weeks after from the primary surgery, he found patient's femoral bone was fractured. Patient did not feel pain at that time. It was unknown when patient femoral bone was fractured because of above reason. Additional information received on 25 february 2016 and includes: we do not know the date of occurrence/detection of the discrepancy. Revision surgery was conducted on (b)(64) 2016. Explants are not available. On 09 march 2016, the medical affairs performed a clinical evaluation and commented as follows: femoral diaphyseal fracture detected two weeks after primary implantation of tha. No information on events, patient did not reportedly complain of pain. It is conceivable that the fracture may have been started at the time of femoral preparation, this is a known possible complication in tha. As no information is available, we have no reason to suspect that a faulty device originated the event. Batch review performed on 15 march 2016. Lot 154470: (B)(4) items manufactured and released on 06 november 2015. Expiration date: 2020-10-26. No anomalies found related to the problem. To date (B)(4) items of the same lot have been already sold without any similar reported event. On 18 march 2016 a final report with the information here above reported was sent to the initial reporter and the case was closed. Not available.

Event description:
Revision surgery was planned due to bone fracture.